Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic with puss coming out of a hole in the skin near heir device. Pocket infection was confirmed. The implantable pulse generator (ipg) system was removed and replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.